Event description:
The customer had been off the pump for the last two months due to being hospitalized for dka. It was stated that the customer did not report the event and cannot remember the date of the incident. Also it was indicated that the pump was stored without batteries and upon inserting new batteries the pump has an error alarm. The alarm was cleared. The pump passed the self-test and the high-pressure test.